Event description:
Information identified in the manufacturer's data base indicated the patient died approximately four months post the implant of the implantable cardiac defibrillator (ICD). A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.